Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found outer insulation melted approx. 160,330mm from the terminal pin, likely explant damage from electro-cautery. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this left ventricular lead exhibited loss of capture. It was believed that the lead had micro-dislodgement. Subsequently, the patient underwent a procedure this ventricular lead was surgically replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular lead exhibited loss of capture. It was believed that the lead had micro-dislodgement. Subsequently, the patient underwent procedure this ventricular lead was surgically replaced. No additional adverse patient effects were reported.